Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple devices were running out of storage space. A technical support specialist (tss) dialed into the server, then run query to check highest admission inactivity days and that was 60 days, the server uptime was 236 days, 7month+ and the windows update was pending. So, the fse applied the knowledge article (ka) ¿how to check purge in 1.6 and 1.7¿ and the ka ¿controlling the purge in es 1.5.x - 1.11.x - purge recovery¿, then run the below query and the purge selection was failed flag 0. Then the fse deleted the purge but no output. Then showed the purge selection records and selected the distinct top 50. Then showed purge selection / deletion cycles, on es 1.6 and up the purge deletion cycle never ends, this was per design. It starts on service startup and was continuous until the service was stopped. Then selected distinct top 50 but the user does not have permission to perform this action. The tss viewed server state permission was denied on object 'server', database 'master' but the user does not have permission to perform this action. Found the ka ¿purge - unable to retrieve database storage error¿, then called the customer and update regarding this issue, also informed next step that can be done from information technology side (it) side. The tss monitored for 2 weeks and confirmed no purging issue was there. Then advised to check on device c drive, then check on power bi but no issues were found. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple devices were experiencing out of storage space and significant performance slowdowns. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple devices were experiencing out of storage space and significant performance slowdowns. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.